Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that that an internal battery power issue caused a temporary corruption in the station's database which required a reboot to resolve. The station was confirmed to be communicating to the server with no further issues. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system logged a user off after displaying an error message during a procedure. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that pyxis anesthesia es system logged off in the middle of a case due to a timeout error detected by the underlying data source, aborting the operation. When users pressed ok, they were logged out of the system. Customer stated that this caused delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-sep-2021 to 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that after checking database, it was found by technical support service that the database was working good. Checked station communications and understood that the issue was fixed after a reboot. The system functioned as intended after the customer resolved the issue.